Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the popliteal artery. The lesion was pre-dilatated. The 6.0mmx29mmx135cm omnilink elite stent delivery system (sds) failed to fully cross the lesion due to interactions with the heavily calcification, and the stent implant dislodged. As the stent implant remained on the guide wire, the omnilink elite sds was advanced into the dislodged stent implant, and the balloon was inflated to deploy the stent in the proximal lesion. No portion of the stent implant was deployed in healthy tissue. The distal lesion was treated with another omnilink elite stent implant to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.